Event description:
Patient was revised to address infection. Update - (B)(4) 2011 - litigation papers allege patient suffered pain, discomfort, soreness, and swelling in the area of his hip implant. Subsequent to his (B)(6) 2010 component revision, patient underwent another surgery on (B)(6) 2010. It is also alleged patient was injured by excessive levels of chromium and cobalt. Update - (B)(4) 2013 - sales rep reported revision surgery due to pain and pseudotumor. Update - (B)(4) 2013 - patients operative records were received. Records indicate the patient was revised on (B)(6) 2010 to address a significantly elevated peripheral white count. Upon entering the hip joint copious amounts of purulent fluid were encountered. The femoral head was removed. On (B)(6) 2010 the patient underwent an ID to address recurrent drainage. On (B)(6) 2013 the patient underwent a hip revision to address pain. Upon revision a pseudotumor and osteolysis was found in the hip joint. A femoral head was added to the complaint and the complaint re-opened.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.